Event description:
Stent was deployed into highly calcified vessel, 18 atm x 28 seconds. Balloon ruptured when balloon was being removed. It broke into 2 pieces leaving a piece in the pt's artery. Retrieval device was used but unsuccessful. Pt went to or for surgical removal of broken off piece.